Manufacturer narrative:
Zoll medical corporation has received the product.

Event description:
During biomed testing, the device displayed a "pacer fault 115", "system fault 37", "defib fault 80" and "discharge fault" message. There was no pt involvement in the reported malfunction.